Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for distal end tip cover was burnt. The event 14 is detectable and preventable by handling device in accordance with the following IFU. (3.2 inspection of the endoscope, 4.2 using endotherapy accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the distal end tip cover was burnt. There was no patient involvement.